Event description:
Prior to a procedure, the system and needles were tested as expected with no issues reported. During the case, at the freeze stage one of the three needles was not insulated. Ice performance was as expected. Case was completed with no injury to the patient. Needle will be returned for investigation.

Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no observations or deviations were noted. Base on the investigation results, the customer complaint related to frost on the needle shaft was verified.vacuum insulation failure was detected, however the root cause of the vacuum failure could not be determined. No relation was found between needle assembly processes and the vacuum loss phenomena. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury.